Event description:
Non integration. It was reported that the implant(s) at tooth site(s) #24 #26 lost integration and were removed.

Event description:
Non integration. It was reported that the implant(s) at tooth site(s) #24 #26 lost integration and were removed.